Event description:
Same problem and same lot number as medsun report (B)(4) filed for event in [redacted.] We have contacted medline who initially put a hold on this lot number from being distributed once they detected the issue. We have asked them to re-check their warehouse to ensure this lot number is not being distributed to us. Central line cap change kit found with uncuffed sterile gloves. Lot number of kit is 24kbq886. Reviewed rest of kits in supply room for additional kits with this lot number, no additional kits with this lot number were found. Manufacturer response for sterile cap changing kit, cap change kit (per site reporter).